Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between: october 15, 2019 to october 16, 2019. H10: seven (7) devices were received for evaluation. A visual inspection was done and observed the lower right corner weld area some leaked solution. Function testing was performed which revealed a leak from the unsealed lower right side weld area of all samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. The leaks were coming from the left side seal of the bags near the ports. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.